Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive while loading a disc onto the system. It was reported that the representative logged into the application software, inserted a disc and the navigation system would then become unresponsive. No white window would appear, the navigation system was unresponsive to mouse prompts from the user and the cd drive would not restore functionality. A soft reboot was performed, which allowed the disc drive to open. When attempting to load again, the issue recurred with the same cd. There was no patient present when this issue was identified. No additional information was provided. Two discs from the procedure were provided to medtronic for evaluation. The first disc was found to replicate the reported issue as the navigation system became unresponsive and required a soft reboot. The second disc was noted to load without issue. It was noted the discs had the same contents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue had not recurred.